Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple user unable to access dual medication. User reported that got an error message as "no access". There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple users were unable to access dual med. The customer stated that this malfunction caused a delay in dispensing medication to patients. A technical support specialist (tss) was informed that multiple users had been unable to access certain medication storage areas. The tss explained that the affected users were granted the appropriate permissions required to access the restricted medications. The tss added that rerouting the medications to a different storage space or unloading them was considered when appropriate. The tss also mentioned that adjustments were made to the security groups associated with those medications. In addition, the tss stated that the users were granted permission for medication dispensing -independent matrix type drawer access, which allowed access to matrix type storage spaces even when users did not have access to all security groups within that drawer. The system functioned after the technical support specialist troubleshoot the device.